Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint :(B)(4).

Event description:
It was reported by the customer on medwatch (B)(4), that during a myosure procedure for uterine tissue removal the "surgeon noticed a piece of the metal inside the uterus. The broken piece was removed from the patient's cavity. No harm to the patient". The patient was discharged home.